Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaints databases were reviewed. There have been no other similar reported events for the lot referenced. An evaluation of the device cannot be performed as the device was retained by the surgeon / hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) didn't perform original surgery. Patient presented to him with painful knee. Dr. (B)(6) informed sales rep patient had avon femoral component with triathlon 35mm asymmetric patella (no implant record provided). Once incision was made and implants inspected, patella appeared to have a piece sheered off the dome. Dr. (B)(6) also inquired about the compatibility of triathlon asymmetic patella with avon femoral component.